Event description:
After an implantation period of approx. 20 months, a high shock impedance of the rv electrode was reported. The electrode was replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. During the visual analysis, tissue residue that appeared calcified was discovered at the shock coil, which might have led to the clinical observation. In addition, remains of coagulated blood were detected within the inner conductor helix. This coagulated blood remains are probably a result of the implantation or the extraction of the lead. The analysis showed no other deviations that could be related to the clinical complaint. Especially the parameters that were measured during the electrical tests met the specifications. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.